Event description:
A fallopian tube clip was being applied when it came apart and fell into the pt's abdominal cavity. The clip was retreived with no consequences to the pt. Another clip was applied to complete the tubal occlusion procedure. The clip in question was discarded by the physician after it was recovered.